Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the patient presented with dizziness and syncope. An interrogation showed high/undefined impedance and loss of capture on the right ventricular (rv) lead. A lead dislodgement or set screw issue on the implantable pulse generator (ipg) were suspected. A temporary lead was implanted, and the patient was transferred to another facility where the ipg and rv lead were explanted. The patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.